Manufacturer narrative:
According to medwatch (B)(4), the o2 cell was found with 14% capacity and performed pre-use check failed. Upon replacement of o2 cell performed pre-use check passed and the ventilator was put back in service. Further info surrounding the event has been sought but has not been received. No logs have been received for eval and the replaced o2 cell hasn't been received for investigation. Per design o2 cell is only used for measuring and does not affect the set oxygen concentration or the delivered gas to the pt. (B)(4).

Event description:
(B)(4) was received stating that: "o2 sensor failed on vent, o2 concentration alarming and not delivering set fio2". (B)(4).